Manufacturer narrative:
A sample has been returned, but the eval is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that too much air came out of the vitrectomy probe. The surgery was completed with no harm to the pt.